Event description:
Initial alkaline phosphotase result of 437 u/I. Repeat of same pt sample recovered 118 u/I. Second repeat of same sample recovered 109 u/I. No info provided to determine if results were used to guide therapy. The field service rep performed performance check tests which were within specification.